Manufacturer narrative:
H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ generic anesthesia station es, devices had gone to a black screen (no power) during use and require a reboot. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, devices had gone to a black screen (no power) during use and require a reboot. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the black screen or no power occurred during use. The technical support specialist (tss) checked the devices immediately and found operable after basic user input, such as touching the screen or rebooting. After failing to identify another cause, internal groups were contacted and confirmed that the bluetooth could be the cause for the issue. The tss consulted with the team and learned that similar behavior had been reported at other sites. In previous instances, issues were caused by the bluetooth-enabled devices near anesthesia devices. As a preventative measure, commands were run on the acart to silently disable the bluetooth on the anesthesia devices reported by the customer. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.